Manufacturer narrative:
(B)(4).

Event description:
It was reported an error occurred during the procedure. An angiojet® solent¿ omni catheter was being used in a thrombectomy procedure. The catheter was successfully primed and inserted into the patient. After being in use for approximately 70 seconds, the catheter stopped functioning and received a"check saline" alarm. The procedure was completed with another solent omni. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a solent omni thrombectomy system. The pump, hypotube, shaft, and tip were microscopically and tactile inspected. Inspection found no irregularities or defects. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error occurred during the procedure. An angiojet® solent¿ omni catheter was being used in a thrombectomy procedure. The catheter was successfully primed and inserted into the patient. After being in use for approximately 70 seconds, the catheter stopped functioning and received a"check saline" alarm. The procedure was completed with another solent omni. No patient complications were reported.